Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator became inoperable. The ventilator was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Update with additional codes added to evaluation codes method and result. Device evaluation summary: the graphical user interface (gui) to breath delivery (bd) was returned for failure investigation. A visual inspection of the returned part was conducted and the following was observed: a slight indentation and wear markings were observed on the outer insulation of the cable about 22cm from the bd connector plug, near the position where the cable would be attached to the ventilator cart. The unit was attached to the failure investigation test ventilator for analysis. The unit was powered up. The vent alarmed immediately with a 'settings locked out' message on the gui screen indicating no communications between the gui and bd generating error codes. On manipulating the cable, the communication was restored temporarily. On further investigation, using an ohmmeter, it was discovered that there was a break in the inner core of the internal co-ax cable which carries all the ethernet communications between the gui and bd pcbs. The most likely cause of this breakage might be excessive flexing or sharp bending of the cable, over time, near the point where the cable exits the gui housing. The slight indentation on the outer insulation at the same position on the cable would support this reasoning. The investigation isolated the failure to the breakage of the cable, but a cause was not identified. The failure relates to the reported complaint event. No corrective actions were taken since the event included in monitoring. If information is provided in the future, a supplemental report will be issued.